Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) on 10/13/05 and alleged that her son's meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the pt on 10/14/05 and obtained/verified the following information. A pt reported blood glucose result of "61 mg/dl" with a lifescan meter and "108 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. She reported that her meter was set to mg/dl at the time of the comparison. The pt did report that she might have changed the unit of measurement herself. The test strips used were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct.